Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting high blood glucose levels while wearing her insulin pump. Her blood glucose level was 587 mg/dl. Customer treated with a shot. She was experiencing an upset stomach, nausea, and headaches. She has been on insulin pump therapy for two weeks. During trouble shooting, the drive support disk appeared normal. There were about eleven small champagne size bubbles in the tubing. Insulin exited the tubing during a manual prime. There was no leak. The device's history is correct. The device passed the high pressure test. When the infusion set was removed, the cannula was bent at an angle. The site is a little sore and tender. Customer was advised to do a complete set change and monitor her blood glucose. Customer called a few hours later with a blood glucose level over 600 mg/dl. She took another shot to stabilize. After fifteen minutes, her blood glucose came down to 572 mg/dl. Customer was advised to monitor her blood glucose. Nothing further reported.